Event description:
It was reported that when the asymptomatic patient presented to the clinic for a routine follow-up, a ventricular noise reversion episode was observed. Review of egm did not show noise. The noise was not reproducible with pocket manipulation or isometric testing. Programming changes were made to the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.